Event description:
Type of procedure: laparoscopic cholecystectomy. Event description: complaint created based on medwatch received by maude search. Report number mw5105269. Inzii retrieval system bag came off before being introduced. FDA safety report ID# (B)(4). This is an anonymous complaint filed by an unknown reporter via medwatch. Thus, no further information can be obtained. Product not available for return as no reporter information was provided. Additional information was received via medwatch (mw#5105269) form sent by mail on 28dec2021. Reporter information was provided on the medwatch form. The health effect- clinical code listed on the form is 4582: no clinical signs, symptoms or conditions. Additional information was received via email on 05jan2022 from [name] msn, rn, cnor clinical nurse manager, operating room. There was no patient injury. The case was completed with another inzii. No other instruments were being used at the time of the event. There were not multiple attempts to advance the actuator/plunger. The bag came off after the surgeon introduced the system into the patient. The tips of the prongs were not exposed inside the patient. Product is now available for return. Patient status: no patient injury. Type of intervention: patient was not affected by the event. Another retrieval bag was used.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that the bag slipped down the metal prongs due to a downward force that was exerted on the bag or the manner in which the unit was handled. However, the exact root cause of the reported event is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was reported based on the description of the event during initial intake of the complaint. However, based on the additional information received, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up mw #5105269.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation. This report is a follow-up to (B)(4).

Event description:
Type of procedure: ni. Event description: complaint created based on medwatch received by maude search. Report number mw5105269. Inzii retrieval system bag came off before being introduced. FDA safety report ID# (B)(4). This is an anonymous complaint filed by an unknown reporter via medwatch. Thus, no further information can be obtained. Product not available for return as no reporter information was provided. Patient status: ni. Type of intervention: ni.